Event description:
It was reported that the patient was complaining of "fatigue" and "shortness of breath" when active. It was also reported that the mode was changed permanently a year ago because of atrial "undersensing". It was also reported that the undersensing caused non appropriate mode switching. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.